Manufacturer narrative:
Continuation of d10: product ID:10fcc13. Product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving the catheter pscc100 pulseselect, a knot and kink formed in the catheter, which made it difficult to remove from the left atrium. The electrophysiologist was unable to insert the catheter into the sheath and subsequently performed x-ray imaging, which confirmed the presence of the knot. The catheter and sheath were then removed together from the left atrium and femoral vein. It was noted that there were femoral vein or bleeding issues noted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.